Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with pauses. An x-ray was performed, and it was noted that the right ventricular lead had dislodged. Programming changes were made, and the patient was stable.

Event description:
New information received on 30aug2019, indicates that the lead was revised on (B)(6) 2019. The patient was stable before, during and after the revision.